Event description:
The customer reported the hd autoclavable camera head is unable to display image. The event occurred during preparation for use, prior to a total laparoscopic hysterectomy operation. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed as a result of an output failure. The root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it's likely the root cause of the unable to display image was due to disconnection (output failure) or cable failure. However, a final root cause of the event was unable to be identified. In addition, the following non-reportable malfunctions were found during the device evaluation; dents in the video connector contacts, and main body crack flooding and charge-coupled device flooding. Olympus will continue to monitor field performance for this device.